Event description:
Caller reportedly received the following results on a guide meter, compared to a professional meter, within 10 minutes: 130 mg/dl (guide) and 60 mg/dl (hospital's meter). No adverse event reported. Return of the suspect device was requested for evaluation.